Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it was confirmed that foreign material adhered to air/water channel and air/water cylinder and stain inside the light guide lens. The foreign material may have been simethicone. A definitive root cause could not be determined. There was no physical damage on the area where the foreign material remained. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. The instructions for use states the detection methods associated with the events of foreign material at air/water-cylinder and channel in "tjf-q190v operation manual chapter 3 preparation and inspection." And the prevention methods in "tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope." The instructions for use states the detection methods associated with the event of stain inside light guide lens in "tjf-q190v operation manual 3.3 inspection of the endoscope." Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited white foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.